Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI upn: (B)(4). Model: sc-8416-50 serial: (B)(4). Batch: 1113451. Product family: scs-lead fixation upn: (B)(4). Model: sc-4316 serial: na. Batch: 24553984.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and discarded.